Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 12-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2 information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (2 mg/ml at 0.0961mg/day) and bupivacaine (20 mg/ml at 0.961mg/day) via an implantable infusion pump. It was reported that the patient wasn't getting any relief from the pump. During replacement surgery the no cerebrospinal fluid was noted during aspiration of the catheter. The pump and catheter were replaced and currently in the possession of the hospital.